Event description:
It was reported that the motor drive unit was not working. It is unknown whether the event happened during surgery and if there was a patient involvement. Results of investigation have revealed a jammed motor/ blade stall which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the motor drive unit was not working. It is unknown whether the event happened during surgery and if there was a patient involvement. Preliminary results of investigation have revealed a jammed motor/ blade stall which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.